Event description:
It was reported that the patient has been experiencing bradycardia. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient has had their device off and their seizures have been controlled so they are considering leaving it off or having it explanted. The patient then underwent a battery replacement and it was found that their generator was fully depleted as it could not be interrogated in pre-op. Per the battery life calculation performed, the patient's device had been pulse disabled for a while so it can be concluded that the reported bradycardia was not related to vns stimulation.